Event description:
It was reported that a uromatic ii ultra set had a loose filter. This was identified during 100% visual inspection by the reporting facility and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual inspection the conical filter was observed to be disconnected from and floating within the drip chamber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition is due to incorrect manual assembly. To correct the issue the filter assembly blueprint was updated and a manual for the assembly tool used was created. Should additional relevant information become available, a supplemental report will be submitted.